Event description:
A caller reported a tandem mobi cartridge alarm during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support instructed the caller on several troubleshooting steps, including uninstalling and reinstalling the app and delivering a bolus. When the issue persisted, it was advised to replace the pump. A replacement pump with updated software was sent to the customer, who was provided with instructions on storage mode and return procedures. The customer did not have a backup therapy and planned to consult a healthcare provider.